Event description:
The customer reported that the central station did not alarm and no page was sent to the assigned pager for the pt. The nursing staff entered the pt's room and found the pt unresponsive. The pt expired.